Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 400 dialyzer. The patient developed a scratchy and itching throat that was uncomfortable. The treatment was discontinued and the blood in the extracorporeal blood was returned to the patient. The patient reportedly returned home without continuing treatment.